Event description:
Inbound; patient reports two incidents one last night and one 30 days with cadd legacy pump, serial number (B)(4); alarming continuously with no disposable clamp tublng screen message. Alarm (B)(6) 2022 with pre-filled veletri cadd cassette 100 ml with flowstop delivered (B)(6) 2022. Pump replacement sent. No further details provided.